Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Manufacturer narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) procedure the patient experienced refractive surprise. The lens exchanged with a lens of a different power and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).